Event description:
It was reported that the handpiece overheated during a surgical procedure. Back-up equipment was used and there was no delay in the procedure. There were no adverse consequences reported.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. A f/u report will be made if the product is returned, and if the investigation requires.